Manufacturer narrative:
Analysis of programming history.

Event description:
During review of programming history it was determined that the patient had high impedance on the date of implant for the generator. The high impedance did not resolve that day. There was a generator diagnostics that was run on the date of implant and it was within normal limits. Attempts for additional information have been unsuccessful to date.